Event description:
It was reported that the patient passed away due to cardiogenic shock. Surgical pathology was reportedly positive for cardiac amyloidosis. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiogenic shock, cardiac amyloidosis, and patient outcome could not be conclusively determined through this evaluation. (B)(4) was not explanted for evaluation. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The death was not considered to be device related and the device operated as expected. Additional information was received tha the patient had recurrent low flow alarms and was hemodynamically unstable despite the use of medication. The patient remained hemodynamically unstable from time of implant to time of death, regardless of low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiogenic shock, cardiac amyloidosis, and patient outcome could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms were confirmed by an onsite abbott representative, and the alarms were attributed to the patient¿s condition. (B)(6) was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.